Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. During the supply change, no drops were observed dripping out of the infusion tubing during the load fill tubing sequence. Tandem technical support guided the customer through performing the load sequence once more and insulin was observed to be dripping out of the infusion set tubing during the load fill tubing sequence as expected. Blood glucose level was 400mg/dl.